Event description:
There was no patient involved in this event. The device malfunctioned due to a faulty on/off switch. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was never installed after dispatch from heartsine technologies. A pad-pak was inserted into the device and it was found not to power up when the on switch was pressed, confirming the reported fault. An inspection of the device revealed the membrane was not fitted properly. The membrane was removed and re-fitted properly and the device was then powering on and off correctly. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.